Event description:
The patient went thru a security system a few days ago, was wanded, and the security went off. The device system stopped working after that. There were telemetry issues and an overdischarge was suspected. The last successful recharging session was 2 to 6 months ago. The recharger indicated the last recharge was on (B)(6) 2011. The ins was unable to be read by the patient programmer, recharger and 8840. It was confirmed that a trickle charge for one 60 minute session was done. The battery was then charged to 25% and the power on reset (por) was cleared. The patient was instructed to go home and charge her battery 100%. This was the first overdischarge and there have been no other issues.

Manufacturer narrative:
Lead model 3777 serial# (B)(4) implanted: (B)(6) 2010 explanted:na; lead model 3777 serial# (B)(4) implanted: (B)(6) 2010 explanted:na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).